Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips crossed. The procedure was completed with the same device, just advenced the clips. There was no patient consequence.